Event description:
Information received indicates, the brake caster is not holding. At the foot end of the bed will continue to roll after the brake is set.

Manufacturer narrative:
The technician replaced the worn brake caster to repair the bed.